Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital experiencing chest pain. A fluoroscopy revealed the ventricular lead had perforated the heart. The lead was explanted on (B)(6) 2014. The patients condition was good after the procedure.